Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated they received "k" and "/////" flags as their results. When a "/////" flag is displayed, a result is not to be reported out as this flag is a calculation error. As per the operator's guide for the advia 2400 states, "do not report as a result. Do not interpret as a result". However, the customer manually entered a result of 0.01 g/l and reported this result to the physician(s). Siemens is investigation the event.

Event description:
A flagged patient result for complement c3 on an advia 2400 instrument was reported out by the customer. The sample initially resulted "k" (exceeded the calibration low range flag) and "/////" (overflow flag - calculation error) flags. The same sample was repeated and resulted the same. The customer manually assigned a result and reported out the result to the physician(s), who questioned the result. The same sample was repeated on the same analyzer again, resulting higher. A corrected report was issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the flagged patient result being reported out.

Manufacturer narrative:
The initial MDR 2432235-2016-00807 was filed on december 28, 2016. Additional information (03/21/2017): a siemens headquarters support center (hsc) reviewed the event. Hsc found this is not a method or reagent issue. A review of the customer's quality control (qc) showed that it was in at the time of the event. The cause of the flagged patient results is unknown but the cause of the flagged patient result being reported out is due to user error. The instrument is performing according to specifications. No further evaluation of the device is required.